Manufacturer narrative:
The field service engineer (fse) evaluated the device at the customer site by first turning on the ventilator and letting it run for 30min. The fse then checked the log file and confirmed that no issues were logged. The fse then ran the machine with the blower for an additional 30 minutes with no issue reported. The fse stated the issue may be intermittent with the power management (pm) printed circuit board assembly (pcba), so the customer approved a replacement of the pm pcba. The fse then performed a performance verification test (pvt) which the device passed. The device was observed to be functioning as expected. Multiple good faith efforts (gfe) were attempted to obtain patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device stopped operating on ac power. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they reseated the power management (pm) printed circuit board assembly (pcba) and the device then recognized ac power. The customer requested that the device be evaluated by a field service engineer (fse). This investigation is ongoing.